Manufacturer narrative:
The pod was received in the not deployed state. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of the second priming sequence without the cannula and needle deploying. The download data contains no timeouts, drive stalls, or hazard alarms. Upon investigation of the drive mechanism, the exact cause of rotational sensor error could not be determined. Upon manually turning the ratchet gear, the cannula and needle were found to deploy normally. The rotational sensor error prevented the cannula and needle from deploying after second priming sequence was completed. Inspection of the pod found the commutator cap to be contaminated. It could not be determined if the contaminated commutator cap resulted in the rotational sensor error.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.